Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx fully covered rmv stent and delivery system was received for analysis. Visual examination of the returned device found the stainless steel tube kinked at the reconstrainment limit mark. The inner shaft was kinked and the outer sheath was broken at the proximal exterior tube. Functional evaluation found it was not possible to deploy the stent using the delivery system, however, it was possible to manually deploy the stent. No issues noted with the stent and no other issues were noted with the device. The complainant reported that the handle damage did not occur during the procedure but was a result of storage of the device after the procedure. The other noted damages to the device were likely due to anatomical or procedural factors, encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully constrained when it was removed from the patient. The procedure was completed with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the proximal exterior tube.